Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator alarmed vent inop due to a data acquisition pcba adc reference failure. The customer reported the unit was not in use therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse provided information for a replacement data acquisition pcb board. The biomedical engineer reported the data acquisition pcb board was replaced and the reported problem was resolved.